Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer's low blood glucose value was 66 mg/dl and other blood glucose was 90 mg/dl and 91 mg/dl and 132 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer declined to trouble shoot for low blood glucose. The device will not be returned for analysis.